Manufacturer narrative:
Concomitant: product ID 309328, lot# 0209255151, implanted: 2015-(B)(6), product type lead.

Event description:
A healthcare provider (hcp) for clinical study, via a manufacturing representative, reported pain above the stimulator. Cause remained unknown. No diagnostics/troubleshooting performed. The stimulator was reprogrammed and the issue resolved on 5-aug-15. The event was non-serious and related to the stimulation. Medical history included urinary incontinence since 2009. Additional information received from the hcp for a clinical study, via a manufacturing representative, reported the pain was due to a wrong stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event was linked to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the event was related to the stimulator and not related to stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.